Manufacturer narrative:
E.1. Initial reporter facility name and address: (B)(6).

Event description:
It was reported that a device issue occurred and the procedure was aborted. The polaris imaging system was selected for ultrasound examination of the target lesion. During the procedure, the main screen was not displaying. The procedure was not completed due to this event. There were no patient complications reported.